Event description:
It was reported that following implant of the pulse generator, right ventricular measurements showed high impedance with no sensing nor capture. As the lead showed normal measurements when tested separately, the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.